Manufacturer narrative:
This report is submitted february 25, 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 12 january 2021.

Manufacturer narrative:
This report is submitted on november 2, 2020.

Event description:
It was reported the patient experienced an infection at the implant site and was treated with antibiotics (specific type and duration not reported). The patient also experienced an extrusion of the magnet through the skin. Explantation is planned but has not taken place at the time of this report.